Event description:
The manufacturer's representative reported that the device was explanted due to infection. The date of onset of the infection was 2006. The patient was experiencing redness, swelling and pain. The primary location of the infection was the device pocket and catheter tract. The patient did not have meningitis. A culture of the device pocket was taken and staph coag negative organish was isolated. Cultures of the cerbrospinal fluid and blood were taken and were negative. The patient was treated with total device system explant, intravenous and oral antibiotics. The device was returned to the manufacturer for analysis. The infection resolved and the patient did not have drug withdrawal. Hcp reported "device re-implanted in 2006."